Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and catapres (clonidine) both at unknown doses and concentrations via an implantable infusion pump for non-malignant pain and radicular pain syndrome. It was reported that the patient hadn't been feeling well the entire previous week and was in the hospital. The patient had been throwing up and had a very high blood pressure. It was stated as a pre-existing condition the patient had numbness in the right leg and right arm because of small fiber neuropathy. The patient is also an amputee with chronic neck and back pain, and had 4 shoulder surgeries due to "blowing them out." It was noted the patient had a refill the last week of (B)(6) 2017. It was stated the patient's refill date on the personal therapy manager (ptm) is incorrect. No additional information was provided. No further complications were anticipated/reported.